Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the patient elected to have system explanted due to no longer needing the therapy.

Event description:
It was reported that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention may take place to address the issue.